Manufacturer narrative:
(B)(4).information anticipated, but unavailable at this time.

Event description:
It was reported that during a splenectomy procedure the tissue pad melted. No patient consequences were reported.